Event description:
On (B)(6) /2015, the reporter contacted animas, alleging that on the complaint date, the patient¿s blood glucose (bg) was ¿high¿ (greater than 600 mg/dl) with polyuria, aches and moderate level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without recent adjustments to the pump settings. Reportedly, the pump lost power on the complaint date. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the pump did not powered on with a new battery from a new pack. The reported issue was not resolved by troubleshooting. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged no power issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.